Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a minicap connection issue and subsequently developed peritonitis coincident with peritoneal dialysis (pd) therapy. The disconnection was further described as the minicap fell off of the patient's pd transfer set (no further details were provided). Subsequently, as a result, the patient was diagnosed with peritonitis and was hospitalized for the event. Treatment was not reported. On an unreported date, the patient's pd transfer set was changed. No further information was provided regarding the outcome of the peritonitis event or whether pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). On an unreported date during the hospitalization, the patient was treated with unspecified medication (dose, frequency, duration and route of administration not reported) for the event of peritonitis. The patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.